Event description:
It was reported to vyaire medical that the vela ventilator unit was found with blinking dc status led prior to pm (preventive maintenance). The unit power on and can see image on the screen but the touchscreen is non-responsive. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.